Event description:
Procedure: diagnostic lap the metal pin fell off the trocar and into the pts cavity. The procedure was extended approx 20 minutes for the surgeon to locate and retrieve the pin but no additional surgical intervention was required. This occurred at the end of the procedure and another trocar was not required to complete the case. There was no injury to the pt.